Manufacturer narrative:
The device was not returned to resmed for evaluation. Resmed has attempted to make contact with the customer for further information regarding the device evaluation, however, no contact has been made. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an alarm when it was turned off then failed to power on properly. The device was not ventilating at the time therefore, there was no patient involvement.